Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube, keypad assembly, and vibrator assembly. Unable to perform the displacement test or verify display anomaly due to blank display. No unexpected humming noise or audio alert noted during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump was making a humming sound and the display was discolored. The customer reported that after taking a shower, the display was blank. Blood glucose level at the time of the incident was 98 mg/dl. The customer was not able to get the display to return during troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.